Event description:
Medication is not coming out from the aerosol device "[product delivery mechanism issue]" pi insert was missing from the medication box "[product label issue]" no adverse event "[no adverse event]" case narrative: this initial spontaneous report concerns of events product delivery mechanism issue, product label issue and no adverse event in a female patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 08-jul-2026, amneal pharmaceuticals received information from the patient via telephone call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation.the patient was being treated with albuterol sulfate inhalation 90 mcg (frequency, dose and therapy dates not reported) (ndc: 69238-1291-1, batch/lot: ai25018, serial number: (B)(6), expiration date: oct-2027), via inhalation use for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported.on (B)(6) 2026, the patient received a sealed medication box from her pharmacy, and she stated that the medication was not coming out from the aerosol device. She provided the dose counter window reading as 168, further stated that the pi insert was missing from the medication box and requested for cleaning instructions. She further stated that she had not used the medication for one month.last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue, product label issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable.the outcome of events product delivery mechanism issue, product label issue and no adverse event was unknown.the reporter did not provide the causality of events product delivery mechanism issue, product label issue and no adverse event with albuterol sulfate inhalation."review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction.this case is considered as serious.the reportability of this case is expedited (malfunction report"

Manufacturer narrative:
This is default text configured for block h10.